Event description:
Customer called because she purchased this product and it caused her to be irritated. She said that the product does not state that it contains pepper mint and she tasted it while using the product. She has sensitivity to flavoring. The area (her lips) got red and irritated after using the floss once. She has had a dermatologist do a skin test and dermatologist said to avoid all flavoring/scents in toiletries. Both she and her husband could smell the mint in both containers of floss. She could taste it when she used it.